Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated b7 for other relevent history to include ni for no information available. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d4 for catalog # and unique identifier (UDI) #. Updated g1-g2 for follow-up report submitter, g4 for awareness date, g5 for PMA/510(k) number and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Lot number information is unknown. This report is submitted late and is captured within CAPA(B)(4).

Event description:
Per complaint (B)(4), during clinical procedure, product fracture was observed.